Manufacturer narrative:
Additional information was received that the product used in the procedure was a cannula model 77424. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time medtronic is unable to determine a relationship between the product and patient outcome as the device was indicated as discarded by the user facility. Multiple attempts to obtain additional information were made by medtronic; however no additional information has been received to date. The device used in the case was described as a medtronic eopa 3d vented arterial cannula, but the specific model number of the device was not provided. The model number entered in this report is provided as a reasonable representative.

Event description:
Medtronic received information indicating that the customer used an eopa 3d cannula for a case. No issues were reported peri or post-operatively. The patient presented to another hospital at a later date; at that time it was discovered that the white suture collar for marking depth had displaced from the cannula upon removal during the previous surgery, remained in the heart, and traveled through the body. Subsequently, the patient required a leg amputation. The cannula was discarded after use and it is unknown what happened to the collar post removal.

Event description:
Medtronic received information indicating that the customer used an eopa 3d cannula for a case. No issues were reported peri or post-operatively. The patient presented to another hospital at a later date when it was discovered that the white suture collar for marking depth had displaced from the cannula upon removal during the previous surgery, remained in the heart and traveled through the body. Subsequently, the patient required a leg amputation. The cannula was discarded after use and it is unknown what happened to the collar post removal.

Manufacturer narrative:
Medtronic received additional information stating that the patient's leg was not amputated. The suture collar was removed and the patient's leg was reported as functional post-removal. The adverse outcome was changed from "disability" to "intervention required". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 months following heart surgery involving the use of a medtronic cannula, the patient presented to another hospital complaining of left calf pain. Upon review of a computed tomography (CT) scan done on the patient, a foreign object was identified in the left politeal artery. The customer identified the foreign object as a "flange" from a medtronic aortic cannula that was used in the patient's previous surgery 8 months prior. Subsequently, the patient required surgical removal of the suture collar and tolerated the procedure well. Nerve damage was reported after the surgery, but currently the patient's leg was reported as functional. The cannula was discarded after use and it is unknown what happened to the collar post removal.

Manufacturer narrative:
Patient age ((B)(6) years) and sex (female). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.